Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
This is the fourth of five reports for the same patient involving five separate products. Refer to report 9611594-2015-00071 for the first report. Refer to report 9611594-2015-00072 for the second report. Refer to report 9611594-2015-00073 for the third report. Refer to report 9611594-2015-00074 for the fourth report. A report was received stating the jejunal enteral feeding tube balloon deflated which entailed the device dislodging from the stoma site. The patient was hospitalized for replacement of the device. Additional information received (B)(6) 2015 stated the patient remains in the hospital with two different intestinal infections. Additional information has been requested but not yet received.